Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient has infection after a tomofix surgery. It was unknown if there is any schedule for further procedure. The patient has consequences are reported. This complaint involves ten(10) devices. This report is for (1) 5.0mm ti locking head screw self-tapping 46mm this report is 1 of 10 for (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device history lot: product code: 413.346s. Lot number: 72p3473. Manufacturing site: (B)(4). Release to warehouse date: 07.10.2020. Expiry date: 01.09.2030. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.